Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken fan and overheating via an overheat error in the logs. Analysis further noted that the power supply was noisy and both the power supply and the fan were replaced. (B)(4).

Event description:
It was reported that the programmer's fan was broken and that the programmer repeatedly overheated. The programmer was returned for service. No patient complications have been reported as a result of this event.